Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support (cts) instructed the customer to attempt various troubleshooting steps, but the issue persisted unless the pump was plugged into a power source. As a result, cts arranged for a replacement pump to be sent, ensuring it included updated software. The customer was advised on how to maintain insulin delivery until the replacement arrived and was also instructed on the return process for the faulty pump.